Event description:
It was reported that the pt experienced an overdose. The pt was "admitted" to the ER and was being given narcan. The hcp was considering stopping the pump. They planned to place a magnet over the pump and were considering options to stop the delivery of drug. Final pt outcome was not reported.